Event description:
Per the audiologist, the pt reported sinus pressure headache and tension in his temple region. Results of an integrity test done in 2003 showed normal receiver/stimulator function. Reprogramming the sound processor did not alleviate the problem. Results of a second integrity test done on six months later, were consistent with the results of the first integrity test. The pt's device was explanted in 2007 due to partial extrusion of the device. A new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.